Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. - was there any intraoperative concurrent use of other products? - what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? - what was the intended use of the surgiflo? - where was the surgicel used (on what tissue)? - how was the surgicel applied? What method? - how much surgicel was used during the procedure? - how much surgiflo was used during the procedure? - was the surgiflo left in the patient or removed after hemostasis? - what were current symptoms following the index surgical procedure? Onset date? - has any surgical or medical intervention been performed? - what is physician¿s opinion as to the cause of this event? - what is physician¿s opinion as to the cause of the poor wound healing? - was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative poor wound healing? - was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative poor wound healing? - has the hospital other cases of patients infected with staphylococcus aureus? - what is the patient¿s current status? - what is the users experience w/ surgicel fibrillar and surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar posterior incision, decompression, bone graft fusion, and internal fixation procedure under general anesthesia on (B)(6) 2024 and absorbable hemostat was used. The doctor used absorbable hemostatic fluid gelatin and absorbable hemostatic gauze during the surgery, and the surgery went smoothly. Due to the patient's consumption of fermented rice, clindamycin phosphate was given anti-inflammatory treatment. Combined with the patient's menstrual cycle, poor appetite and sleep, and the need for bed rest after surgery, the patient began to experience fever symptoms on the 5th day after surgery. Blood culture showed staphylococcus aureus. On the 6th day after surgery, pus was seen flowing out of the wound drainage tube. The infectious disease department recommended upgrading antibiotics and receiving anti infection treatment. Puncture and drainage of the tube were performed under color ultrasound, and the wound pus was drained. Inflammatory indicators were regularly checked, and the body temperature tended to stabilize. After the condition stabilized, discharge rehabilitation exercise treatment. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding - what was the intended use of the surgiflo? Address active bleeding - what were current symptoms following the index surgical procedure? Onset date? On (B)(6) 2024, the patient underwent posterior lumbar decompression, fusion and internal fixation under general anesthesia. Surgicel and surgiflow were used during the operation. The operation went smoothly. Because the patient had poor food intake, the patient was given albumin phosphate for treatment. Combined with menstruation, poor appetite, poor sleep and postoperative bed rest, the patient began to have fever symptoms on (B)(6) 2024. Blood culture showed staphylococcus aureus. On (B)(6) 2024, the patient had pus outflow from the wound drainage tube. The department of infectious diseases consulted and recommended to upgrade the antibiotics. The patient was given anti-infective treatment. The puncture and drainage were performed under color doppler ultrasound. The indicators were regularly reexamined. The body temperature tended to be stable. The patient was discharged from the hospital for rehabilitation exercise after the condition was stable. - has any surgical or medical intervention been performed? The patient began to have fever symptoms on (B)(6) 2024. Blood culture showed staphylococcus aureus. On (B)(6) 2024, the patient had pus outflow from the wound drainage tube. The department of infectious diseases consulted and recommended to upgrade the antibiotics. The patient was given anti-infective treatment. The puncture and drainage were performed under color doppler ultrasound. The indicators were regularly reexamined. The body temperature tended to be stable. The patient was discharged from the hospital for rehabilitation exercise after the condition was stable. - what is physician¿s opinion as to the cause of this event? The patient had poor food intake. Combined with menstruation, poor appetite, poor sleep and postoperative bed rest. Low resistance which may lead to wound infection. - what is physician¿s opinion as to the cause of the poor wound healing? The patient had poor food intake. Combined with menstruation, poor appetite, poor sleep and postoperative bed rest. Low resistance which may lead to wound infection. - what is the patient¿s current status? Discharged. - what is the users experience w/ surgicel fibrillar and surgiflo and other hemostatic agents? Normal. The following information was requested, but unavailable: - please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unk. - was there any intraoperative concurrent use of other products? Unk. - where was the surgicel used (on what tissue)? Unk. - how was the surgicel applied? What method? Unk. - how much surgicel was used during the procedure? Unk. - how much surgiflo was used during the procedure? Unk. - was the surgiflo left in the patient or removed after hemostasis? Unk. - was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative poor wound healing? Unknown. - was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative poor wound healing? Unknown. - has the hospital other cases of patients infected with staphylococcus aureus? Unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.